Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s footswitch was not working. The event occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause of the flushing pump not working was due to a component failure of the foot switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.